Event description:
It was reported during a ptca/stent procedure that without predilating the lesions, two stents were placed in the mid circumflex artery, contrary to instructions for use. The patient returned to the cath lab the following day with chest pain. Angiography revealed the vessel had become occluded. The stented area was dilated with a balloon catheter and reopro was administered. Four days later the patient returned to the cath lab for an elective procedure and the stent was again dilated with a balloon catheter. Reportedly, the patient has not returned to the cath lab and is fine.